Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 36 mg/dl at the time of incident and current blood glucose was 250 mg/dl. Customer treated with manual injection. Auto mode was used. Troubleshooting was performed for low blood glucose level. The product will be returned for analysis.